Event description:
Event description guidant received information that this right ventricular defibrillation lead is demonstrating loss of capture. The caller inquired whether or not the patient's sq lead array is involved in pacing and what shock vectors would be available with the array.